Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The event log was checked and a ventilator inoperative error code related to the machine flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor railed to maximum positive value. The device's machine flow sensor was replaced to address the issue. Additionally, unrelated to the ventilator inoperative allegation, the event log was checked and an error code related to the motor controller and an error code related to sensor offset were found. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. Evt_drift_debug means sensor offset during drift calculation is too high. The blower assembly and system board were replaced to address the issues.